Event description:
A distributor complaint centered around an alarm 20 issue was reported by rubin medical aps in denmark, involving a cartridge alarm in the pump during normal operation on (B)(6) 2025. There was no information available on the customer's blood glucose level at the time of the event, and it was not shared whether there was any specific impact. In response to the recurring alarm after loading a second cartridge, the pump was replaced under warranty, and the customer was informed of the necessity to return the faulty pump within 10 days using a pre-paid label and return box. The customer chose not to disclose the type of backup therapy to be used to prevent insulin delivery interruption. No additional information on the outcome was provided.